Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that when the rep tried to program the 0-7 lead, they were running into oor at low intensities using pw 450 and rate 100. This occurred across multiple areas of the lead. The rep continued to turn intensity up and the patient was able to feel stimulation after the oor message came up. Connectivity was all green. The rep ran impedances and it all showed within normal limits. The rep used a different reference point for impedances and, depending on the electrode used, different electrodes were showing > 40,000. When reference 1 was used, contacts 6-12 were > 40000. When reference 2,3, and 4 were used, 5 was >40000. When reference 5 was used, 2-4 and 12-15 were >40000. When reference 6-11 were used, 1 was >40000. When reference 12 was used, 1 and 5 were >40000 when reference 13-15 were used, 5 was >40000. It was unknown what led to the issue. The rep programmed the 8-15 lead without issue without encountering the oor message. No symptoms or further complications were reported.